Event description:
A turnpike spiral catheter was used during a patient procedure. When the turnpike spiral catheter was removed, the distal tip separated and remained on the guidewire. The separated tip of the catheter was retrieved on the guidewire. No patient impact was reported.